Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, quality control data, and device history record was conducted during the investigation. No complaint device has been returned for investigation and no photos have been provided for review. A thorough review of the device history record revealed no non-conformance(s) that may have contributed to this incident associated with complaint lot number; 7820201. Additionally, a search of the manufacturer's database for similar complaints revealed this record to be the only reported complaint associated with lot number; 7820201. The turbo-ject® single lumen power-injectable PICC is shipped with instructions for use: (IFU), c_t_tpn_rev7. Pdf; which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow¿. Based on the investigation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, at an unspecified point in time following implantation of the turbo-ject® single lumen power-injectable PICC, a break was discovered just under the port area of the device. The product issue ultimately necessitated the exchanging of the line. The circumstances surrounding the usage and handling of the device were not reported. Further information has not been provided at this time. The device is reportedly not available for evaluation.